Event description:
It was reported that since the patient was implanted, she had noticed ¿a difference¿ in her balance. The patient reportedly lost her balance a lot which caused her to fall. The patient had noticed ¿problems with her left leg¿ in the past 1 to 2 months. The reporter indicated that on (B)(6) 2013, the patient was hospitalized as a result of a fall. The patient¿s left leg reportedly ¿gave out¿ and her right leg was not strong enough to hold her weight. This caused her to fall to the right and hit her head on the stairs. The patient was knocked out and bruised her shoulder and ¿butt cheek¿. The patient had informed her healthcare provider (hcp) of her leg issues in (B)(6), prior to the fall. The patient was informed by that hcp that it was because she was ¿more active¿ lately; as the therapy allowed her to be more mobile and ¿use muscles she hadn¿t used in a long time¿. The patient however thought ¿it was more than that¿. The reporter indicated that the patient saw her healthcare provider a couple of days prior to the report and an x-ray was going to be done to make sure the device and lead wires were all in place. It was also noted that two days prior to the report, the patient felt stimulation in her left leg and a vibration with stimulation off. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).